Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the haptic fully detached from the optic. The surgery was aborted because a backup lens was not available. The surgeon reported the procedure was completed and a new iol was implanted during a second surgery. The surgeon reported the patient is stable and the outcome is good. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used. The handpiece information is unknown with the viscoelastic that was used. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).